Manufacturer narrative:
The 638bl30 heart band, 305u225 tissue valve; implanted: (B)(6) 2011. Product event summary: the lead was returned and analyzed. Analysis was performed and primary analysis indicated no anomalies. However, secondary findings indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was also noted that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that there was high thresholds, high impedance, and a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.